Event description:
The customer called to report that the tape on the infusion set was coming off. The customer realized that she was not getting insulin, and started to panic. The reported blood glucose reading at the time of the call was 214 mg/dl. The customer then called the paramedics for assistance. Spoke with the paramedics, and advised them of the situation. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.